Event description:
During the routine 2 week post-op follow up on (B)(6) 2010, the surgeon noticed on both lateral and a/p x-rays that 2 locking nuts had disengaged from the construct. The 2 level construct was performed on (B)(6) 2010 for a lower lumbar fusion. The surgeon has not decided when to perform the explant surgery.

Manufacturer narrative:
Awaiting explanted locking nuts for eval.